Event description:
Patient presented with totally occluded left common femoral to popliteal artery. After two hours of manipulation and advancement of the glide catheter, gained access into popliteal artery with wire. Multiple inflations were made with 3 different balloon sizes over a .014 wire. A 6x80 smart stent was deployed over the popliteal and distal sfa. A .035 wire introduced and physician introduced 6x150 protege stent. Physician noticed resistance during the contra lateral approach. Physician was not able to advance catheter into desired position in mid sfa. Physician decided to deploy stent into proximal sfa which was also diseased. Physician attempted to unsheath the stent and felt resistance. Only able to deploy 4cm of the stent before the proximal hand piece and catheter separated. Physician attempted to pull stent into contra lateral sheath and was able to resheath all but 4cm of the exposed stent. Physician pulled the contra lateral sheath back to femoral artery on puncture side and attempted to remove from patient. Stent fractured during the attempt to remove sheath from patient and approximately 4cm of the stent is deployed in the right common femoral artery. Two protege stents were deployed without incident into mid left sfa. Physician intends to treat right sfa disease on following day and also deploy balloon expandable stent in 4cm stent section.